Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the reported issue (glue missing around the ultrasound membrane) was likely due to an application of an external force such as a strong rubbing to the area under normal use, including during reprocessing. The instructions for use states the following regarding inspection of the endoscope: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.".

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the complaint device reveals the following: the suction cylinder has been scraped by a cleaning brush. There is adhesive peeling. There are missing echo signals due to piezoelectric elements damage in the ultrasound probe. There is evidence of physical stress related to dropping or knocking of device. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during reprocessing of an evis exera ii ultrasound gastrovideoscope, glue was noted to be missing around the ultrasound membrane. There was no contact/patient impact related to this occurrence.